Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that customer was hospitalized on (B)(6) 2015 with blood glucose of 670 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting for high blood glucose, it was found that infusion set had air bubbles and time and date on insulin pump were incorrect. Alarm history showed a battery out limit alert. Troubleshooting could not continue as customer did not have tubing clamp. Insulin pump would be replaced per healthcare professional's request. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.